Event description:
The customer reported that while the unit was in use on a pt, the unit generated a "maintenance required code 2" (drive transducer offset failure) and an 'autofill failure' alarms. The unit was replaced and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep was unable to duplicate the reported alarms. The company rep observed that the transducer drift after 70-minutes operation. Due to this intermittent drift, the drive transducer (part no. 0682-00-0076-01) was replaced. In an unrelated repair, luer fitting (part no 0103-00-0398-01) was replaced. The company rep performed calibration, functional and safety tests. The unit met factory specifications and was returned to the customer. The issue was narrowed down to known insufficient curing of epoxy on the transducer that resides within drive manifold. Due to increase in the number of transducer (part no 0682-00-0076) failures, CAPA was initiated. It was concluded earlier that the cure time of the epoxy was not sufficient; as a result, the residual epoxy was contacting the pcb and causing impedance on the pcb. This may possibly result into reading drift and transducer malfunction. An improved impedance test was implemented by the transducer MFR. Later, the MFR updated the epoxy curing process to improve the implementation to properly cure the epoxy and prevent the epoxy from bleeding onto the pcb. In addition, an impedance test was added at (B)(4) to more effectively screen out the impedance failures. Hlth hazard evaluation determined the risk associated with this failure mode is none/negligible. The effectiveness of the change in the process was reviewed. There were no replacements made due to transducer failures to any pump with manufactured codes later than (B)(4) 2011. (B)(4).